Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels for two months. Customer's blood glucose reading ranged from 400 to 600+ mg/dl. Customer's current blood glucose reading was 252 mg/dl. Customer reported that high blood glucose levels may be due to the insulin pump's settings. Customer reported symptoms related to their high blood glucose levels included abdominal pain and nausea. Customer treated with the insulin pump. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.